Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer's blood glucose (bg) was in the 550 mg/dl range. Customer changed out the infusion set and a correction bolus was delivered to address bg. Pump system check was performed with tandem technical support (cts) and pump was found to be functioning properly. Reportedly, customer filled the cartridge with cold insulin. Cts advised customer to use room temperature insulin.